Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: saline mentor smooth round moderate profile 325cc, catalog number 3501650, serial number (B)(4), lot number 5778383. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 325cc on the left breast implant and with saline mentor breast implant of unknown type on the right breast implant and experienced complete deflation on the left breast implant and a capsular contracture on the right breast implant baker grade iii-IV with superior displacement. As a result, the patient will undergo explantation on (B)(6)2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 10/19/2018, it was reported to mentor that the device history record (DHR) of lot number 5707265 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 10/25/2018, it was reported to mentor that the replacement devices were gel mentor memorygel breast implant 250cc, catalog number 3502501bc, serial number (B)(4), lot number 7619396 on the right breast implant and gel mentor memorygel breast implant 250cc, catalog number 3502501bc, serial number (B)(4), lot number 7619396 on the left breast implant. The patient experienced bilateral ptosis and bilateral capsular contracture. The right breast implant has a baker¿s grade 3 capsular contracture. There were no complications. The patient was in a stable condition after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/17/2018, it was reported to mentor that the right breast implant was saline mentor smooth round moderate profile 325cc breast implant, catalog number 3501650, serial number (B)(4), lot number 5707265. The healthcare professional noticed bilateral site calcifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/7/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/13/2018, it was reported to mentor that the patient underwent multiple breast implant procedures in the past as well as a standard mastopexy had experienced left breast saline implant deflation, bilateral breast implant periprosthetic capsular contracture, breast ptosis. Bilateral breast implant replacement plus bilateral breast capsulotomy and partial capsulectomy plus bilateral mastopexy were performed on (B)(6) 2018. On 11/19/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 3.6 cm on the anterior aspect. Also it noticed a crease running from the anterior aspect to the posterior aspect. No other anomalies were discovered. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Since this product investigation is related only to an adverse event, is not possible to address any failure or damage of the device to a patient injury. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Because mentor performs 100% inspection and testing of all devices prior to release, mentor product analysis lab concluded that the calcification deposits occurred while in-vivo in the patient. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; manufacturer¿s reference number: (B)(4).